Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2017, patient underwent bilateral augmentation mastopexy using a vertical incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures included neck lift, fx laser cheeks and upper lip. On (B)(6) 2017, hematoma left breast was reported. Sae. On 5/1/17, patient had drainage of hematoma and was treated with medication (keflex). End date was 5/2/17 without noted outcome. Review by medical affairs identifies the reported hematoma is likely related to the device and serious. On (B)(6) 2017, a ruptured left breast implant (non-tepha) was reported. Sae. On (B)(6) 2017, patient had left breast implant (non-tepha) and left tepha mesh removed. Patient also received medication (keflex, cipro). Resolved with sequelae on (B)(6) 2017. Review by medical affairs identifies the reported ruptured implant is likely related to the device and serious. On (B)(6) 2019 patient did have another bilateral revision augmentation, and 2 pieces of galaflex were used. No aes during the procedure or documented afterwards.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient diagnosed with post-op complication of ruptured non-tepha implant and during treatment the tepha mesh was explanted along with the ruptured implant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the implant. Review of the tepha mesh history records confirmed the device was manufactured to specification. This MDR reports the ae of explanted tepha mesh related to the ruptured non-tepha implant.. An additional MDR was submitted to report additional ae of hematoma. Not returned - explanted.